Event description:
It was reported that during a gastric bypass, went to fire on the gastric tissue and the tissue was very thick. The previous two firings with blue reloads and staple line was fine, but on the third firing, the inferior/greater curvature side was a formed staple line, however, on the superior/lesser curvature side staple line was only half formed and the other half was unformed/malformed staples. There was also serosal tearing on the superior side, this was cut out and removed with the specimen side. Another device was used to complete the case with a green reload. There was some oozing, but no tearing or malformed staples with green cartridge. On subsequent firings with green reloads, the device's firing trigger and closing trigger had to be forced open manually by the surgeon after firing... The device fired before placing into patient and the clip was malformed. The tech tried to remove from jaws with fingers, which was removed. Tested again and clips were still malforming. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Eval summary: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.